Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation and occlusion. The following information was provided by the initial reporter: I have a tubing that came apart at a connection point and a filter that will not flush/prime.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation and occlusion. The following information was provided by the initial reporter: I have a tubing that came apart at a connection point and a filter that will not flush/prime.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 02-sep-2022. H.6. Investigation summary: the customer reported the filter would not flush/prime, and the tubing disconnected. One 2426-0007 was returned, and this was separated at the upper fitment, complaint verified. The root cause for the separation is traced to manufacturing. The ring retainer was not attached to the silicon. Device history record review for model 2426-0007 lot number 22049091 was performed. The search showed that a total of 28,803 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of filter would not flush/prime could not be verified due to the product not being returned for failure investigation. Device history record review for model 2426-0007 lot number 22049091 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 08apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation and occlusion. The following information was provided by the initial reporter: I have a tubing that came apart at a connection point and a filter that will not flush/prime.